Manufacturer narrative:
The device was returned for evaluation and the evaluation is complete. A visual inspection was performed with magnification and noted loose particulate matter inside the wall of the inner pouch. The particulate was measured and determined to be within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of a vascular probe. The pm was discovered by the distributor during incoming inspection. There was no patient involvement. No additional information is available.